Event description:
It was reported that the right atrial lead dislodged and the helix on the lead would not extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. The analyst commented that the lead was returned with the helix fully extended, blood and tissue on it. Blood and tissue on the helix from dislodgement caused the helix to not retract. Also helix was slightly stretched out of specification, explant damage.